Event description:
It was reported the stimulation turned on. It was noted 3 weeks prior to report, the patient had walked through a ¿magnetic field¿ at a convenience store and the stimulation had turned itself on. It was noted the patient was unsure if the theft detector caused it to turn on, but they were at ¿320 and couldn¿t turn it off¿ until they got home to use the programmer. It was noted the patient felt a tingling sensation in their back and up and down their legs when they would bend over to ¿pick something up by their knees or lean a little bit.¿ it was noted this occurred one week prior to report. It was stated it was a faint sensation, not like a ¿320 jolt¿ and not like when they have their system ¿cranked up.¿ it was stated the patient had no falls or trauma.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).